Manufacturer narrative:
(B)(4). Results of investigation: service technician was not able to duplicate customer¿s reported problem ¿all the lights come on and then unit shuts down.¿ ventilator was tested with a known good ac adapter and known good patient circuit connected. Vent passed 112 hour extended tests at customer¿s settings. Vent passed initial final test and initial alarm volume test.

Event description:
The customer reported that when the helicopter took off, there were high vibrations, then all the lights on the ventilator came on and the ventilator shut off while on a patient. There was no patient harm. Afterwards, the unit started ventilating without any issues.